Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0168639. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was provided for evaluation. Based on the photograph our engineers were able to trace the root cause to the inspection process. Manual inspections of completed products can be subject to human error. To prevent a reoccurrence of this event the appropriate personnel have been retrained on the proper inspection procedures.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced tubing separation from the adapter. The following information was provided by the initial reporter: the connection part of the extension tube and the catheter hub was bent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced tubing separation from the adapter. The following information was provided by the initial reporter: the connection part of the extension tube and the catheter hub was bent.